Manufacturer narrative:
An event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Product inspection on the retained products: visual inspection: visual inspection was performed on three of the retained samples of the reported lot while mixing the cement product. Visual inspection indicated, "no unusual characteristics were observed. The samples appeared to have a homogenous appearance." Functional inspection: functional testing was performed on three of the retained samples of the reported lot to verify doughing time, working time, and setting time of the product. The samples met the required specification for the test. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate twin-packs were manufactured and accepted into final stock on 10/24/2023 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: visual inspection was performed on three of the retained samples of the reported lot while mixing the cement product. Visual inspection indicated, "no unusual characteristics were observed. The samples appeared to have a homogenous appearance." Functional testing was performed on three of the retained samples of the reported lot to verify doughing time, working time, and setting time of the product. The samples met the required specification for the test. The test shows that the samples met the required specification for the test. Thus, the reported event is not confirmed. Per the IFU packaged with the device at the time of manufacture, a setting time of 9 minutes is expected at an ambient temperature of 23 degrees celsius. Other factors such as the addition of antibiotic may have affected the reported event. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.

Event description:
Cement hardened quickly and solidified when the stem was inserted. The cement filled within the femur was removed and replaced with a different size stem.

Event description:
Cement hardened quickly and solidified when the stem was inserted. The cement filled within the femur was removed and replaced with a different size stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.